Event description:
(B)(4). The dentist reported 3 months after the dental implants was installed in intraoral region #41 it was verified its non osseointegration. 20 ncm of primary stability was achieved and immediate load was not performed.